Event description:
This complaint is from a literature source. The citation is as follows: lazzaro ma, darkhabani z, zaidat oo, fitzsimmons bf. Initial experience with the coaxial dual-lumen ascent balloon catheter for wide-neck aneurysm coil embolization. Front neurol. 2011 aug 19;2:52. Doi: 10.3389/fneur.2011.00052. Pmid: 21897828; pmcid: pmc3158366. Objective and methods: this article describes the use of the ascent balloon for assisting in wide-neck aneurysm coil treatment. A single institution neuroendovascular database was accessed to identify cases in which the ascent balloon was used for aneurysm coil embolization. Eleven cerebral aneurysm cases were treated using the ascent balloon during the first 12-month period that the new device was available at the institution. Three of the patients presented with ruptured aneurysms. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: ascent balloon concomitant cerenovus devices that were also used in this study: n/a concomitant non-cerenovus devices that were also used in this study: 6f 070" neuron guide catheter (penumbra) adverse event(s) and provided interventions: (B)(6) female with a ruptured tri-lobed left middle cerebral artery (mca) aneurysm, transient thrombus was identified distal to the site of balloon placement in the parent artery, which resolved completely after antiplatelet administration and without clinical sequelae. (B)(6) female with an unruptured left ophthalmic segment aneurysm, there was inability to track the ascent balloon around the ophthalmic segment which prohibited adequate delivery. A hyperglide balloon allowed successful positioning at the aneurysm neck. (B)(6) female with an unruptured basilar artery tip aneurysm, multiple attempts were made to deliver the ascent balloon, however tortuosity prohibited safe positioning of the balloon microcatheter. An alternative compliant balloon was also unsuccessfully attempted, and ultimately y-configuration stenting was performed to secure a neck bridge.

Manufacturer narrative:
Product complaint # :(B)(4). This complaint is from a literature source. The citation is as follows: lazzaro ma, darkhabani z, zaidat oo, fitzsimmons bf. Initial experience with the coaxial dual-lumen ascent balloon catheter for wide-neck aneurysm coil embolization. Front neurol. 2011 aug 19;2:52. Doi: 10.3389/fneur.2011.00052. Pmid: 21897828; pmcid: pmc3158366. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.